Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 13 mg/dl at the time of the incident. The customer was at 304 mg/dl at the time of the call. The customer used glucose tablets and was given d50 and intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer's meter gave a reading of over 600 mg/dl which was incorrect, and they treated off this reading, which led to over treating and going low. Troubleshooting was not completed. The insulin pump will not be returned for analysis.